Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the devices were infected chronically and patient was not under condition to undergo surgery. Neither intubation, nor extracorporeal membrane oxygenation (ECMO) were applied. After family member consent, no escalation of therapy were determined. To reduce suffering, the patient was treated with opioids until death occurred. Death of the patient was due to an uncontrollable bleeding in the musculus latissimus dorsi and end of therapy. There was no vad stop, failure or restart. The cause of death was loss of peripheral resistance.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: controller serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: controller serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: battery serial or lot#: (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6), two (2) controllers (B)(6), and one (1) battery (bat977615) were not returned for ev aluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed motor start events recorded on (B)(6) 2020 at 14:04:17 and (B)(6) 2025 at 21:36:04, in the which motor start para meters were atypical. Additionally, log file analysis revealed that the controller in use during the reported event (B)(6) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed an instance involving (B)(6) where the battery's relative state of charge (rsoc) value was logged between 101-201, which is indicative of a communication error. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. Log file analysis associated with (B)(6) revealed ten (10) electrical fault alarms logged on (B)(6) 2025 between 20:44:34 and 21:45:02; three (3) of the alarms were due to an open phase in the rear stator, resulting in single stator operation (front stator only) and seven (7) of the alarms were due to the rear stator not connected, causing the pump to run on a single stator. Review of the event log file revealed thirteen (13) reactivation events logged on (B)(6) 2025 between 20:44:29 and 21:40:01 due to an open phase in the rear stator, resulting in single stator operation (front stator only). This likely triggered the one (1) subsequent high watt alarm logged at 20:44:47 due to the increased power consumption required to run on a single stator. Review of the alarm log file revealed three (3) vad disconnect alarms were logged at 21:37:24, 21:40:02 and 21:40:13, due to a critical phase open, indicating there was an open phase on each stator. Four (4) additional vad disconnect alarms were then logged at 21:38:05, 21:41:31, 21:42:08 and 21:42:30, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting. In addition, log files revealed four (4) vad stopped alarms were logged at 21:40:53, 21:43:26, 21:44:42 and 21:45:19 and one (1) failed motor start attempt at 21:47:37, indicating that the pump failed to restart after multiple attempts. Further review of the alarm log file revealed one additional (1) vad disconnect alarm was logged at 22:31:31, indicating a physical disconnect of the driveline from the controller, likely due to troubleshooting and/or the reported controller exchange. The reported high priority alarm and no flows likely correlates to the vad disconnect and/or vad stopped alarms associated with (B)(6) log file analysis associated with (B)(6) revealed one (1) vad disconnect alarm logged on (B)(6) 2025 at 23:12:13, indicating the controller was powered up without the driveline connected, likely during initial programming of the controller. Log file analysis associated with (B)(6) revealed nine (9) controller power-up events with one (1) associated motor start event logged on (B)(6) 2025 at 21:36:04. Analysis of the event log file revealed that the date, pump ID, and alarm limits were being set prior to the initial controller power up event. Additionally, review of the data log file revealed that the controller was not in use prior to the initial controller power up event; the first data point was logged on (B)(6) 2025 at 20:55:33, indicating that the controller power up likely occurred during the initial programming of the controller and/or a controller exchange. Review of the alarm log file revealed nine (9) vad disconnect alarms were logged on (B)(6) 2025 at 20:50:58, 20:51:20, 20:52:45, 20:53:37, 20:55:05, 21:06:22, 21:11:37, 21:15:26, and 21:35:52, indicating that the controller was powered on without the driveline connected. Of note, (B)(6) and (B)(6) were loaded with a software containing the pump start algorithm c. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Of note, information received from the site indicated that the patient's cause of death was due to loss of peripheral resistance. Per the instructions for use, bleeding, infection, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Possible root causes of the communication errors and resulting power disconnect alarms, can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Based on risk documentation and the available information, a possible root cause of the electrical fault alarm, reactivation events, vad disconnect alarms due to a critical phase open, and high watt alarm can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a m arginal driveline connection. The most likely root cause of the remaining vad disconnect alarms can be attributed to powering up the controller without the driveline connected and/or a physical disconnection of the driveline from the controller. The most likely root cause of the vad stopped alarms can be attributed to a failure of the pump to restart after several attempts. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. (B)(6) was in scope of fca cvg-21-q3-21 (non-subgroup). CAPA pr00532915 is investigating pump failures to restart. Based on the available information, the most likely root cause of the reported loss of power event can be attributed to the initial programming of the controller and/or a controller exchange. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system - controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-oct-2019 / serial#: (B)(6) / d9: no / h3: no / h4: mfg date: 18-oct-2018 / h5: no / d1: heartware ventricular assist system controller / d4: model#: mcs1421cn / catalog#: mcs1421cn / expiration date: 31-jul-2026 / serial#: (B)(6) / d9: no / h3: no / h4: mfg date: 07-jul-2025 / h5: no / d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-apr-2024 / serial #: (B)(6) / d9: no / h3: no / h4: mfg date: 10-apr-2023 / h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited electrical fault alarms. The controller was exchanged. Review of log files data before and after the controller exchange also revealed several vad disconnect alarms on both controllers, a high watt alarm, a loss of power to one controller, vad stopped alarms, a power disconnect alarm on one battery, motor start events with starting parameters outside of the typical range, and failed motor starts. The vad remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient passed away. The patient was already in a reduced general condition due to cardiac issues associated with the heart disease.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for correction to b5 and additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient presented to the emergency room with a high priority alarm on the controller. An echocardiogram showed no flow through the inflow canula of the vad, so an emergency controller exchange was performed to the back up controller with the newest modified software as the controller indicated an exchange was required.